Event description:
The pt reported, an elevated blood glucose reading of 516 mg/dl at 9:54am. He stated, he awoke this morning with a reading of 165 mg/dl at 6am and ate a breakfast of around 120 carbs. The pt said, he then changed his insulin infusion headset and cartridge and bolused to fill the cannula. He said, he also bolused 6.5 units of insulin through his insulin infusion device for the carbohydrates at breakfast. He stated, he had planned to play golf but didn't and at 9:54 am had the elevated reading. He said, his symptom is thirst and he treated his reading by giving himself a 16 unit injection of insulin. The pt stated, he feels his infusion device did not properly deliver insulin. To troubleshoot, the pt was instructed to check his total insulin delivery since midnight, which was accurate at 21 units of insulin. He then was instructed to check his bolus history which was accurate. The pt stated, that his doctor wanted changes made to his basal rates but the pt did not make the changes. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.